Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The cursor reportedly was stuck in the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: the keypad was found to be intact; all buttons were responsive to button presses during investigation. The keypad cover was removed and no contamination was found under the button key contacts. The reported keypad issue was not duplicated during investigation. The pump was opened; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture. Unrelated to the complaint, the audio bolus button (abb) cover was damaged/punctured; however, the abb was found to be responsive. The battery cap was not returned; therefore, a test cap was used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.